Event description:
Per the independent repair center, the customer alleged problem is the unit will not start/alarming/red light/alarm will not function. Error code 1 red/ 5 green. The key failure is the pc board has no power to pilot valve or compressor.

Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. (B)(4) - should additional information become available, a supplemental record will be filed.